Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod8s, pod packing coils (pod pcs), ruby coils, a lantern delivery microcatheter (lantern), and a non-penumbra parent catheter. It was noted that the patient anatomy was slightly tortuous. During the procedure, the physician experienced resistance while advancing the pod8 through the lantern and subsequently, the pod8 became stuck in the middle of the lantern. Therefore, the pod8 was removed. The procedure was completed using another pod8, additional penumbra coils, the same lantern, and the same parent catheter. There was no report of an adverse effect to the patient.